Event description:
It was reported by the customer that a pyxis medstation system had a drawer issue. The customer stated that the auxiliary drawer 7 is failing and saying maintenance required. The issue is causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an auxiliary fh drawer 7 not detected on bus. The field service engineer noticed pyxibus connection not connected to drawer. Reconnected pyxis bus connection to pcb board. The system functioned as intended after the field service engineer troubleshooted the device.